Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he has applied a sample by stretching the opening of the hole out and putting around his stoma. However, the plastic ring/skirting of the wafer touched the stoma and cut it, which resulted in the stoma bleeding. He finally got the bleeding stopped and threw the other 2 wafers in the trash. Since he had thrown everything, so there is no way to determine if he actually received the wafer involved in this complaint, due to his description of the product concerned he might have received a different smaller wafer instead. No photo is available at this time.